Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) value was 600 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.